Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the pediatric patient experienced inaccurate cgm values. Although the cgm was reported inaccurate, there were no bg nor cgm values documented as the reporter couldn´t remember the measurement values. During the event, the patient was experiencing vomits and the patient was taken to the emergency room (ER). The medical personnel, took a bg reading and discovered that the cgm readings were inaccurate. The reporter cannot remember if the reading was high or low but stated there was inaccurate. The patient was diagnosed with an almost dka and treated with IV fluids and zofran (anti-nausea). The patient's ketones were checked (no value documented). The patient was admitted and they provided bg test strips. After the treatment the patient´s bg were normal and the patient was okay. The patient was no longer wearing the dexcom because the medical personnel removed it. The patient was hospitalized for 2 to 3 days. The bg readings were normal after discharge. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.